Event description:
A caller reported experiencing a cracked and shattered touchscreen on their pump, which was unresponsive and illegible due to damage sustained when the customer fell on it. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. The customer was also informed on how to prepare the existing pump for return and was provided with instructions for storing and returning the damaged device to avoid charges. Additionally, instructions were given on setting up and connecting the replacement pump, which the customer understood and acknowledged.